Event description:
The customer reported that the user opens study and creates exam note. The user opens the second study and when exam note window opens, the exam note for the previous pt displays as opposed to the current. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Field engineer stated that the customer has not experienced this issue in several months. (B) (4).